Event description:
It was reported that during a laparoscopic surgery in the obstetrics and gynecology department, the device, with the needle secured and inserted into the body, experienced an automatic release of the locking mechanism, causing the needle to eject. The device malfunctioned as a result. The operating room staff performed an x-ray to check for any remaining components inside the body, but no components were found. As additional x-ray were performed and no missing components were found inside the body, a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the inspection of item 26173kc with lot np01, it was found that the movable jaw part, which serves as the pivot point for opening and closing the needle holder tip, was damaged. The pull rod has broken out of the movable jaw part, which means that the needle holder no longer functions properly. Also, the pull rod has come loose from the axle pin which is still in the movable jaw part. It can be seen; a piece has come loose. This defect shows that a high mechanical force has acted here, which has probably led to a fracture this can happen, for example, if a needle that is too large is clamped in the needle holder, which results in a higher force acting on the jaw part and the pull rod when the jaw part is closed. Another indication could be the carbide plate. The teeth / pyramids are worn. This may have led to the needle not being held properly, which could have resulted in it slipping backwards into the jaw, explain the damage to the rear part of the mouth. The surface shows a damage in the form of scratches and dents. Therefore, the most likely scenario is that the article was very heavily clogged at relevant points due to the high load. The force that then acted on the article was too much or too excessive, which led to a component in the case of the joint of the jaw part giving way due to the high application cycles and the corresponding wear. Therefore, it must be assumed that the user is at fault for not following the instructions and warnings in the IFU 96116348df v 2.0-10-2017. The event is filed under internal karl storz complaint ID: (B)(4).